Event description:
Attempted to complete a fees (fiberoptic endoscopic evaluation of swallowing). Ambu rhinolaryngo slim scope retrieve from pyxis, per standard protocol. After plugging scope into monitor, image flickered and disappeared with some static images. Unplugged and rebooted system, then plugged in. Error message appeared "video pipeline failed to start. Disconnect visualization device(s). Consider rebooting the system if the problem persists". Various troubleshooting attempts complete - with no success. Also attempted a different monitor, with noted same issue. Scope removed from room and a different scope retrieve from pyxis to complete exam with patient without further issue.